Event description:
Pump failure between the infusion pump and the brain module. Dose or amount: ml/hr. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2014. Diagnosis or reason for use: acute exacerbation of asthma.